Event description:
It was reported that the user awoke with elevated blood glucose and found infusion tubing wrapped around them; after changing the cannula set with 23-inch tubing and relocating the infusion site, glucose initially decreased then rose again, and inspection revealed a large air bubble spanning the insulin cartridge, after which the cartridge was replaced, drops were confirmed, and insulin delivery resumed. Symptoms included hyperglycemia with a reported glucose of 362 mg/dl and a steady trend. Outcomes included no hospitalization and continuation of therapy after troubleshooting and education. Investigation included guided user checks for site leakage, cartridge inspection for air, confirmation of insulin flow, and replacement of the cartridge. Investigation of this case revealed the presence of a large air bubble in the cartridge while the infusion site and device showed no apparent leakage, suggesting interrupted or reduced insulin delivery prior to cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.